Event description:
The hosp ICU staff attempted to administer a synchronized coutershock to a pt diagnosed in atrial fibrillation. The device allegedly failed to go into the "sync" mode when the operator pressed the "sync" switch. A backup lifepak 9 defibrillator/monitor was made available and used to successfully cardiovert the pt. There were no adverse affects to the pt reported.